Event description:
It was reported that when "on" was pressed on the device, all 3 lights turned on solid with an "f" displayed on the display screen. Technical support (ts) had caller remove battery for 2 minutes and reinsert. Same behavior was observed upon turning device back on. Battery voltage measures 8.51 volts. Ts got caller's number to call back later. When ts called back, the caller had already opened device. So ts asked caller questions about the condition of interior of device. Nothing out of ordinary was observed. Caller closed device and it started to work as designed. The external pulse generator (epg) remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).